Event description:
Upon completion of a surgical procedure, using an orthopat autotransfusion system, blood was found covering the inside of the machine. There was no obvious opening or crack in the tubing itself but it was felt by our medical staff, the blood returned to the pt may have been contaminated. The haemonetics co was notified of the incident, and the lot number of the tubing used was removed from our hosp.